Event description:
The customer stated their house lost power last night and the bed would not operate on the battery. The battery light would come on when the bed was unplugged and then go out as he tried to use the manual functions.

Manufacturer narrative:
Repairs have not been completed.